Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main full-height drawer 5 was not opening. A field service engineer ran diagnostics and revealed that the latch sensor was showing as open. The latch sensor was replaced twice, along with the drawer controller, but the issue persisted. Then, the faulty power management controller was replaced, which resolved the problem. Hardware test application (hta) test was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 6 had failed and requires maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.